Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested medical records and investigations are pending. A supplemental report will be submitted when medical records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A nurse reported that a pt had an inguinal hernia repair on an unk date in (B)(6) 2014. The cause of the hernia is unk. On an unk date after the surgery, the pt's treatment modality was changed from continuous cycler-assisted peritoneal dialysis (ccpd) to hemodialysis, in order for the surgical site to rest and heal. After approx six weeks the pt's treatment modality was changed backed to continuous cycler-assisted peritoneal dialysis (ccpd). As of (B)(6) 2014, the pt continues ccpd treatment without any further issues.